Event description:
It was reported that this patient experienced ventricular ectopy resulting in beats to fall in atrial refractory or ventricular blanking. Subsequently, this implantable pacemaker was unable to properly assess the arrhythmia and saw two beats as loss of capture due to the ectopy. Technical services (ts) reviewed device data and discussed with the health care professional (hcp). The device remains in service. No adverse patient effects were reported.